Event description:
It was reported that a large volume infusor failed to fully deliver its contents. The device was filled with 240 ml of flucloxacillin (baxter compounded solution), and the peripherally inserted central catheter (PICC) line was ¿flushed and aspirated through both lumens freely.¿ the device was then connected to the PICC line, but 24 hours into the infusion, only approximately 60 ml had been delivered. The expected therapy time was not reported. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A photograph of the device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured may 9, 2014 to may 10, 2014. Evaluation summary: the sample was not available for evaluation; however, a photograph of the sample was provided by the customer. Visual inspection of the photograph did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.